Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, a flexible drill 25m was noticed fractured. The procedure was resumed, after a non-significant delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the device is fractured. The device exhibits signs of significant wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However, a review determined that the event reported under this complaint was previously identified. It was concluded that the root cause of this issue was the shaft was not strong enough to resist high torques before failure of the shaft. The action taken was to add additional wires to the flexible shaft to make it stronger to resist higher torques. A review of complaint history of the previous 12 months revealed similar events for the flexible screw drill part numbers with batches that were manufacture before and after the change of the device design. Therefore, an additional action was indicated to address the flexible shaft breakages/bending/pig-tailing, drill tip breakages/bending and drill tip not advancing properly into the bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Instrument design is the most probable root cause that could contribute to the reported event. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.